Manufacturer narrative:
Investigation: the run data file was analyzed for the reported event. Other rdfs surrounding the reported event date and time were looked at as well, and the same rbc detector alarms were found in three additional rdfs. All four rdfs point to the same patient. The rdfs that were analyzed and had the similar alarms were from (B)(6) 2016 (x1), (B)(6) 2016(x2), and (B)(6) 2016. Review of the dlogs associated with this complaint indicates the possibility of hemolysis during these procedures. In all four runs, the first ¿cells were detected in plasma line from centrifuge¿alarm appeared approximately 2 minutes into the procedure and persisted for the duration. The alarm may occur for various reasons, including hemolysis. In these cases, it is likely that hemolysis occurred because this signal was observed shortly after the procedure started and the patient was connected. The operator did attempt to adjust the patient hematocrit per the recommendations from the alarm screen; however, this did not help clear the alarm. Increasing the patient hematocrit would only help if the patient¿s hematocrit was entered too low and the interface was not properly setup. Decreasing the patient hematocrit would not help if hemolysis was occurring. Considering the combination of these signals, hemolysis may have been present from the point at which the patient¿s plasma was introduced at the rbc detector. In addition, because it appears that all four procedures were associated with the same patient, it cannot be ruled out that the occurrence of hemolysis is related to the patient¿s condition. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that they received multiple alarms including red blood cell (rbc)detector alarms during a therapeutic plasma exchange (tpe) procedure. The customer is alleging hemolysis due to the plasma color. No medical intervention was required for this event. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run data file (rdf).the disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Clarification of the incident was received from the customer and it was confirmed that the patient's disease state was causing hemolysis. Root cause: based on the run data file analysis, that the spectra optia system was alarming for hemolysis and the physician's response, the hemolysis was due to the patient's disease state.